Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic partial gastrectomy which was converted into open due to the device issue, the stapler was used for the partial stomach resection, but the staple line was incomplete. The surgeon had to remove extra portion of stomach and re-staple with a linear stapler to fix the issue. The surgical time was extended by more than 30 minutes.